Event description:
Event description guidant received information that, during an attempted implant procedure, this hi-torque whisper extra distal support j (eds-csj) guide wire prolapsed and the distal end of the wire broke. The end of the wire was noted to separate from the wire body and the physician was not able to remove from the distal tip (approximately 2 cm in length) from the patient's coronary sinus. It was further reported that the remaining portion of wire would be returned to guidant for detailed analysis.